Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the latch bolt missing on the siderail. The technician replaced the latch bolt and nut to repair the stretcher.